Manufacturer narrative:
(B)(4). Other devices used: catalog #unk, unknown zimmer screws, lot #unk. There was no product returned nor lot number provided. The device history records could not be reviewed and no physical evaluation could be conducted. No surgical notes or patient history information was provided. There was an attempt to follow-up and obtain additional information; however, it was stated this information is not available. Due to the lack of information and the product not being returned, this complaint cannot be confirmed and no product issue is identified. The device is used for treatment.

Event description:
It is reported that following the removal of a fibular trauma plate, it was noted the plate had signs of corrosion and appeared rusted at some of the locking screw holes. The patient's corresponding fibular bone also appeared black in spots.